Event description:
Report received of delay in start of infusion due to cassette alarms. A pt was found in a "code" situation in the emergency room lobby. Personnel started a gravity flow IV and performed resuscitative measures. The pt responded with a good pulse. Nurses attempted to start a nitroglycerin infusion but received cassette alarms. They attempted to troubleshoot by backpriming and replacing the cassette in the pump. A second cassette was primed and attempts to start the infusion were again unsuccessful due to repeat cassette alarms. A third cassette was primed and it functioned in the same pump without alarms. The pt was stabilized and transported to another facility. No add'l info was available.